Event description:
It was reported that during an unk procedure, the device was difficult to fire. Another device was used to complete the procedure. There were no adverse consequences to the pt. Additional info requested and received on 9/29/2009: the device did not cut or staple.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.